Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the handpiece device had a sticky trigger. Therefore the reported condition was confirmed. An assessment was performed which found that the trigger was sticking, the trigger components were worn (trigger and magnetic support), and the housing was worn. It was also noted that the device failed pre-repair diagnostic tests for leakage and fallout protection. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the battery handpiece device had a sticking button. The event was not reported to have occurred during a surgical procedure. It was reported that there were no delays to a planned surgical procedure, as unspecified spare devices were available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.